Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description only. It was reported that the filter did not deploy completely and was removed by snare. "Visual inspection problem. New ivc filter inserted/deployed difficulty." No reported harm to the patient. No product was returned and no imaging was provided, but based on limited information received it is assumed that the filter "did not deploy completely" means it did not fully expand. However, it would be inappropriate to speculate at what may or may not have caused the filter to not fully expand, but it is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc and it is noted that a new filter was inserted. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr258218. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) 510(k): k171712. H11) corrected data compared with medwatch report (mw5084600): b2) required intervention. B4) 24feb2014. H1) serious injury. G3) risk manager. D3) cook inc, p.o. Box 4195, bloomington, in 474024195, united states. D10) yes. G1) (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4).

Event description:
Description of event according to initial reporter: the sus report states, "cook celect jugular vena cava filter inserted via right jugular vein did not deploy completely, snare inserted, ivc filter removed. Visual inspection problem. New ivc filter inserted/deployed difficulty." Patient outcome: unknown.